Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their ins was replaced the day of the report because the device was not working. They stated they fell a few times and the device got messed up. They stated the device still worked after the first couple of falls, but stopped working after another fall. They did not have any additional details about the device not working, but the doctor did. No patient symptoms were reported. No further complications were reported or anticipated.